Event description:
Boston scientific/target was notified that during an aneurysm embolization (right pca), the gdc 10-standard synerg detection circuit was examined before procedure and looked good. The aneurysm was accessed with an excelsior sl-10 2-tip marker and a x-pedion 10. No more force than usual at retracting or pushing the coil, no friction, or more tortuous than usual. There was no kink on the pusher wire. The gdc 10-standard synerg detection circuit was deployed with no problem. New cables were being used and new batteries for the synerg power supply. The cables were attached to the pusher wire and as soon as they turned the power supply on, the voltage was very high (at 11.0), which they considered as unusual. The power supply did not alarm. The physician checked the pusher wire to make sure of the gdc placement and realized that the coil was already detached. It was the second gdc given. The pusher wire was retrieved with no problem and had no coil left in the main pusher wire. The pusher wire not saved for examination. The procedure happened in the middle of the night and nobody thought about saving it. There were no complications reported with the pt.